Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred ¿2 months¿ prior to contacting lfs. The patient could not specify results obtained on either device, however stated that the subject meter read ¿32 points higher¿ than the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient does not take any medication to manage her diabetes and did not specify if she made any changes to her diabetes management routine in response to the alleged issue. The patient reported that 9 minutes after obtaining a result of ¿127mg/dl¿ on the subject meter, she developed symptoms of ¿hard to walk and see¿ and that she self-treated with ¿sugar and orange juice¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.